Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver battery was 0v. A receiver boot test was performed and failed due to the receiver system check with error code displayed when plugged into charger then shutdown when unplug receiver. Functional tests were performed and failed due to the receiver battery was 0v. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.